Event description:
It was reported that a pump has a "pic motor error 105". It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.